Event description:
Boston scientific received information that this right ventricular (rv) lead was reportedly fractured, resulting in inappropriate shocks from oversensing. A revision procedure was performed and the rv lead was surgically abandoned. No other adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.